Event description:
When the administration set was hooked into the bag, pt would not fill unless the filter cap on the side port was off. Also rptr had trouble with the rubber stopper on the inside staying closed instead of open. Once hooked up through the pump for 5 1/2 hours, the set still had the same amount of fluid as originally put in. The pump read that 22 cc had infused.